Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6 and h10. H10: third party service technician was able to verify the reported event (malfunctioning screen) during bench testing. Further investigation reveals encoder panel wide flex circuit was not totally in contact to jp 500 of the main board. Improper connection of the wide flex circuit of the encoder panel was causing the vent to have a malfunctioning screen. Re-attached the narrow flex circuit to jp500 and the issue was resolved. Ventilator passed 192 hrs. Of extended testing with no issues. Ventilator passed initial final test and initial alarm volume test with no restriction. Process ventilator through service and perform complete calibration checkout to meet all factory specifications. Root cause was traced to improper routine or preventative maintenance.

Manufacturer narrative:
Vyaire complaint number:(B)(4) any additional information provided by the customer will be included in a follow up report. Vyaire complaint number: (B)(4) any additional information provided by the customer will be included in a follow up report. The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported malfunctioning screen on their revel ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.